Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. It was reported the patient's pump was filled quarterly in (B)(6) however the patient lived in (B)(6). On the last visit the technician turned up the pump too high and the patient needed to get it adjusted down as soon as possible. They were looking for a contact in (B)(6). On (B)(6) 2015, additional information was received from a healthcare provider (hcp) indicated the patient was no longer their patient and she had moved out of the country. Further information was not provided. If additional information is received, a follow-up report will be sent.